Manufacturer narrative:
The user reported going to the hospital on (B)(6) 2025 due to esophageal problems. According to the notes, this was a routine investigation that the user undergoes frequently. At the time of the call, the user was feeling fine. The event was not related to the eversense system. The user received botox injections as treatment at the hospital, and the healthcare provider is aware of the event. Per dms review, the user is currently using the system, and the glucose data is up to date.

Event description:
Senseonics was made aware of an incident where user reported going to the hospital on (B)(6) 2025 due to esophageal problems. According to the notes, this was a routine investigation that the user undergoes frequently. At the time of the call, the user was feeling fine. The event was not related to the eversense system. The user received botox injections as treatment at the hospital, and the healthcare provider is aware of the event. Per dms review, the user is currently using the system, and the glucose data is up to date.